Event description:
Procedure: gastroplasty. According to the reporter: the trocar broke immediately at insertion. No injury reported. No permanent damage. The event did not prolong the hospital stay. There was no bleeding in excess. The surgical time was not extended. The event did not prolong the hospital stay. Additional information has been requested but not yet received.

Event description:
According to the reporter: no device component fell into the patient's cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the cannula was disengaged from the trocar. The trocar, envelope and circular seals appeared intact. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged cannula may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.